Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 310.25, lot u348814: release to warehouse date: november 15, 2019 and december 17, 2019. Supplier: (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the bit of the device was broken, no fragments were returned. There were no other defects identified. The received condition was consistent with the complaint condition thus the complaint was confirmed. Dimensional inspection shows the relevant dimensions were conforming. The current and manufactured revisions of the drawings were reviewed. The overall complaint was confirmed as the bit was broken. Although no definitive root-cause can be determined it is possible the device experienced unintended forces while in use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the drill bit was broken off at the proximal femur. There was a delay of a few minutes searching for the broken piece of the drill bit, which was not found and therefore was not retrieved. The patient was stable and the procedure was successful. This report is for one (1) 2.5mm drill bit/qc/gold/110mm this is report 1 of 1 for (B)(4).